Event description:
The user facility provided additional info indicating there was no pt impact/injury associated with this event. There was no pt contact.

Event description:
A user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system with this event. Add'l information has been requested.